Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead in a right sided approach, due to occlusion and non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. A spectranetics tightrail sub-c rotating dilator sheath and fiab dilator sheaths were used in the procedure with no complications. The physician then chose a spectranetics 9f tightrail (long) to attempt removal of the ra lead. The tightrail was activated several times through the right subclavian vein and into the proximal superior vena cava (svc), where progress stalled. The tightrail stopped tracking down the ra lead, so the physician switched to attempt removal of the rv lead and removed the tightrail from the patient. Upon removal, it was noted a piece of metal was protruding from the tightrail's proximal end (MDR #1721279-2022-00216). The physician gently pulled this piece of metal, and pulled out what appeared to be the internal mechanism of the tightrail. The physician then used a spectranetics 14f glidelight laser sheath to attempt removal of the ra lead. The glidelight advanced down the subclavian and reached the proximal svc, where an obstruction was felt. The glidelight was removed from the patient's body and a huge tear was reported in the glidelight's outer sheath, near the proximal tip of the catheter. The procedure was completed with an 11f tightrail device and both leads were successfully removed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
Patient's date of birth, age: unk. Patient's weight: unk. Patient's ethnicity/race: unk. Relevant tests/laboratory data: unk. Other relevant history: unk. The device was not returned, thus no investigation could be completed and the complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
G3): device evaluation and investigation completed on 11jan2023. H3): the glidelight laser catheter was returned for evaluation; however, the device''s outer sheath (separate component) was not returned. Broken fibers were observed 7 cm from the distal tip, and a kink was observed 13 cm from the distal tip. However, no breaches to the outer jacket were observed anywhere along the working length or tail tube. H6): component code corrected to 4723 (from 772 and 814). Device evaluation confirmed there was no breach to the glidelight''s outer jacket; instead, it was reported that the device''s outer sheath (separate component) was torn. Hecc code corrected to 4582 (from 4565). It was confirmed no unintended radiation exposure occurred. Type of investigation code corrected to 4116 (from 4114). The glidelight''s outer sheath was not returned for device evaluation. Medical device problem, heic, investigation findings and investigation conclusions codes remain applicable. Although it was reported the device''s outer sheath (separate component) was torn, the outer sheath was not returned and the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This event is no longer reportable for unintended radiation exposure, potential for harm. Device evaluation confirmed no breach to the glidelight''s outer jacket; therefore, no unintended radiation exposure occurred.